Event description:
It was reported that the device was used during an anterior spine fusion. It was reported by the rep that the surgeon fired the er320 instrument and the clip would not fire and form properly on the tissue. When he released the firing trigger the next clip would pop out of the jaws. The case was completed by using another instrument. There was no consequence to the pt.